Event description:
The customer reported that there was a charger failed error message at start up. This error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software, and replaced the generator driver board. The system operates as intended.